Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units. The customer reloaded a new cartridge successfully and received an accurate fill estimate. The customer changed the supplies on the pump prior to calling tandem technical support. Additionally, the customer received a cartridge alarm 9 during basal delivery. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose (bg) level was reported to be 57 mg/dl. The customer consumed juice and bg level returned to target level. System check with tandem technical support showed that the pump was preforming as intended. Customer was referred to health care provider for possible factors that may affect bg levels.